Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08600. It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing noted. Upon review, the device had crosstalk and the right ventricular lead was possibly sensing noise. Fracture was noted on the lead. On (B)(6) 2019, the device was explanted and replaced, and the lead was capped and replaced. The patient was stable after the procedure.